Event description:
It was reported that during a da vinci-assisted surgical procedure, staff encountered a repeated error c-34 when applying monopolar energy. Tse suggested switching from swift coag to classic coag, which resulted in error m-30 instead. The staff then connected force triad generator to provide monopolar energy and proceeded with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During testing, the iesu displayed error code c33 on start and log showed no error. The probable root cause of error c34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.